Event description:
Update: (B)(6) 2012 - medical records were received from legal, and part/lot information was identified. Records indicate that the patient was originally implanted on (B)(6) 2008 and was revised because of dislocation on (B)(6) 2008. Records are available for further review. Patient demographics added.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-17531. This report, 1818910-2013-27028, will be rejected. The report 1818910-2012-17531 will be kept for investigation purposes.